Manufacturer narrative:
Lifecell's internal investigation into complaint related lot included the following: review the donor records, with no remarkable findings. Review of microbiological tests for the finished product, with a confirmation of no pathogenic organisms, as defined by aatb, identified in culture. Query of lifecell's complaint system for any other complaints reported to lifecell against this lot. To date, 23 grafts were distributed from this lot, with no issues or other complaints reported to lifecell. Based on timing of infection, multiple lots used for 5 different patients, with no other complaints reported against any of these lots, and md's statement, the event is unlikely related to the alloderm.

Event description:
Five cases of post-op infection were reported to lifecell by the same surgeon (see medwatch reports 1000306051-2009-00037 to 1000306051-2009-00041). Case no. 3: on (B)(6) 2009, patient underwent unilateral skin sparing mastectomy following by immediate breast reconstruction with mentor tissue expander and alloderm graft. Patient developed post-op infection, and on (B)(6) 2009, md explanted both mentor tissue expander and alloderm graft were discarded at the hospital. The physician reported that he changed his antibiotic protocol with all reported cases, and was resuming his prior antibiotic regiment.